Manufacturer narrative:
One lighttrail 230um single use laser fiber was received for evaluation. Visual analysis revealed that the fiber was returned broken and measured approximately 2.8 meters from the top of the connector to the break. The remainder of the fiber was not returned. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that a lighttrail 230um single use laser fiber was used during a stone retrieval/fragmenting with ureteroscopic lithotripsy and laser procedure performed on (B)(6) 2017. Reportedly, the laser settings used was 6hz, 800 mj with total energy used of 4.8 watts. According to the complainant, during procedure and inside the patient, the laser fiber broke within the scope approximately 20 cm from the fiber tip. The broken fiber was removed together with the scope through the access sheath because friction was high enough to let the broken fiber come out together with the scope. The procedure was completed with another lighttrail 230um single use laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The manufacture date and expiration date are unknown. It was reported that the device was not used past its expiry date. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a lighttrail 230¿m single use laser fiber was used during a stone retrieval/fragmenting with ureteroscopic lithotripsy and laser procedure performed on (B)(6) 2017. Reportedly, the laser settings used was 6hz, 800 mj with total energy used of 4.8 watts. According to the complainant, during procedure and inside the patient, the laser fiber broke within the scope approximately 20 cm from the fiber tip. The broken fiber was removed together with the scope through the access sheath because friction was high enough to let the broken fiber come out together with the scope. The procedure was completed with another lighttrail 230¿m single use laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.